Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, significant shallowing of ac and peripheral anterior synechia. Reportedly, 'iridocorneal touch'. In a separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown. H6 - health effect- clinical code: 4581 - significant reduction of iridocorneal angles, significant shallowing of ac, and 'peripheral anterior synechia' should be added. (B)(4).

Manufacturer narrative:
H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect- clinical code: 4581- significant reduction of iridocorneal angles, significant shallowing of ac, and iridocorneal touch. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles and significant shallowing of ac. Reportedly, 'iridocorneal touch'. In a separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown.